Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2014-015549. The pt reported he experiences ineffective stimulation as well as stimulation in the incorrect location since he was involved in a motor vehicle accident approximately 1 year ago. The pt also stated since that time when he lays down, the leads are "too close to his spine" and hurt. The sjm representative previously met with the pt and reprogramming was able to provide effective therapy. However, the pt desires to undergo surgical intervention to have his scs system explanted.